Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken black conductor wire. It was unknown if fragments fell inside the patient. A backup same dv instrument was used for the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end. The conductor cables were not broken. Annex g was updated based on the failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm fenestrated bipolar forceps instrument did not have any damage when it was inspected prior to use. The reported cable damage did not cause a fragment to fall into the patient's anatomy. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The patient information was requested but it was not provided.

Event description:
Refer to h11 for follow-up information.